Manufacturer narrative:
Esubmitter software does not allow for unk or blank entry. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left (os) eye. The surgeon reportedly is considering exchanging the lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B1-updated. B5-updated. Please disregard previous b5 statement. H6-health impact code updated. Medical device code updated. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -11.0/+4.0/110 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6)2020. On (B)(6) 2021 the lens was explanted then replaced with a longer lens due to low vault and lens rotation. The problem is resolved. The cause is reported as device: "low vault resulted in significant icl rotation. The lens was exchanged for a larger size and no rotation occurred." The patient is doing well after exchange will undergo prk for residual refractive error which was an expected outcome.